Event description:
It was reported that during an angioplasty stent treatment procedure, a stent dislodgement occurred. During preparation of the 10x30mm express vascular ld premounted stent system, outside of the pt, the physician observed that the stent was partially dislodged from the stent delivery system, however, the physician attempted to insert the express vascular ld premounted stent system through a non-bsc introducer. Under fluoroscopy it was visualized that the stent was moving. The express vascular ld premounted stent system was removed from the pt and the procedure was completed with a non-bcs stent. No pt complications were reported. The pt's condition was reported as "ok". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).